Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected rewind anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the block feature was off. The customer was advised to turn on the block feature then turn off. The customer stated that the insulin pump would not rewind still. The insulin pump will not be returned for analysis.